Event description:
It was reported that prior to the start of a da vinci-assisted radical salvage prostatectomy surgical procedure, the procedure had been converted to another da vinci system as the original system had been shutting down during setup. The patient could be moved to another operating room (or). The intuitive surgical (is) technical support engineer (tse) checked the logs and found an error 95 pointing to overheating of the video processor (vp). The first warning was three minutes before the shutdown. The procedure was completed with another da vinci system with no patient injury. Isi followed up with the initial reporter and obtained the following additional information: the ports were not yet placed as the patient was in the middle of the anesthesia induction.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. During the fse visit it was confirmed that one of the system fans was covered with a cloth. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The root cause of the reported event is attributed to an unexpected system fan obstruction causing an overheating condition. This issue can be resolve by removing all obstructions from the system fans and power cycling the system if necessary.